Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the deployment of the leadless implantable pulse generator (ipg), the tether was stuck after trying to remove it causing the device to move from its position and loss of capture occurred. The device was successfully recaptured, the entire system was removed, and a new device successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.